Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: right lower pelvis/ pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, uterine bleeding, dyspareunia, premature delivery and multiparous. *essure confirmation test(s) conducted, specify - date: (B)(6) 2013 , impression: tubal occlusion confirmed. Concurrent conditions included hypertension since 2013, drug hypersensitivity, menorrhagia, headache and migraine. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2017 to (B)(6) 2017 and norethisterone (micronor) in 2013 for birth control, desogestrel;ethinylestradiol (apri) for bleeding nose and discomfort, sumatriptan (imitrex) for migraine as well as amitriptyline since 2014, cefixime (flexeril) since (B)(6) 2017, escitalopram, gabapentin, labetalol and tocopherol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), libido decreased ("low libido/my sex drive was declining/loss of sex drive"), dyspareunia ("when sexually active was not able to complete due to so much pain/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy/bilateral uterolysis/ and hysteroscopy/ d & c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, back pain, libido decreased, weight increased, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered back pain, dyspareunia, libido decreased, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: -(B)(6) 2017, (B)(6) 2018, hysterectomy with bilateral salpingectomy, unilateral oophorectomy. -she underwent: hysterectomy with bilateral salpingectomy, unilateral oophorectomy/bilateral uterolysis/uterine artery ligation/bilateral uterosacral ligament suspension, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter information was added. Her demographic, removal date, concurrent conditions, concomitant medications were added. Per plaintiff fact sheet following events: when sexually active was not able to complete due to so much pain/dyspareunia (painful sexual intercourse)); abnormal bleeding (vaginal, menorrhagia) was added. Event pain was clubbed with pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), libido decreased ("low libido"), weight increased ("weight gain") and pain ("pain"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, libido decreased, weight increased, pain and pelvic pain outcome was unknown. The reporter considered back pain, libido decreased, pain, pelvic pain and weight increased to be related to essure. Further company follow-up with the lawyers is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.